Manufacturer narrative:
No end user information provided. The product was not evaluated by or returned to invacare. No return is expected. The dealer will repair the unit. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated unit had low o2 and was not alarming.